Manufacturer narrative:
Concomitant product: addrl1 implanted: (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead had a suspected outer coil fracture or metal ion oxidation. The lead was programmed unipolar and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the partial lead was returned in segments, analyzed, and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.